Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction for device fails self-test was not duplicated during testing. Review of the device activity logs indicated the multi-function cable was not connected to the test port when performing the 30 joules test; however this is not an indication of a device malfunction. The investigation was closed as device meets specification. Evaluation for the reported malfunction of the display turned purple-green and white was not verified. The device was put through extensive testing without duplicating the malfunction. The color lcd display cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test and the display turned purple-green and white and unable to read clinical data on the top right hand corner. Complainant indicated that there was no patient involvement in the reported malfunction.